Manufacturer narrative:
Concomitant products: 10ml bd syringe, ref (B)(4), lot 534111c, exp 06 dec 2018, 0.9% sodium chloride; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the filter of an IV set during an unspecified infusion; a small puddle of clear fluid was observed on the floor near the patient; a wet spot was felt on the linen under the piv and the leak was discovered when the medication line was flushed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Functional testing showed a leak at the filter where the top base meets the bottom base. The root cause of the leak was a supplier (B)(4) material issue at the ultrasonic weld area of the filter.